Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and failed a pulse test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor. Additionally, biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the bleu (tm) defibrillation gel.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged.   Additionally, a us distributor contacted zoll to report that a patient developed an itchy skin irritation on her back. The patient also reported that the equipment was too heavy and caused discomfort. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the skin irritation improved.